Event description:
This case was reported by a consumer and described the occurrence of dizziness in a (B)(6) male patient, who received super poligrip (formulation unknown) for dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip (dental). At an unknown time after starting super poligrip, the patient experienced dizziness and head pressure. The patient was hospitalised. At the time of reporting, the events were unresolved. This case was reported by a son of a consumer and described the occurrence of dizziness and pressure in head in a (B)(6) male using super poligrip of an unknown variant. Consumer began use approximately 60 years prior to this report, and it is unknown if the consumer has discontinued use. The onset of the events of dizziness and pressure in head was approximately 5 years prior to this report, and the events have not resolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).